Event description:
It was reported that during an unknown procedure the closing trigger of the probe was not working. So jaws of the device remained stuck wherever it is. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2024. D4 batch #: a9c235. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted the device was connected to a test handpiece and tested on a gen11. During functional testing, the clamp arm of the device could not open and close. During functional testing the min control button was non functional . The device was disassembled and it was found that the lever link pin was missing, but upon visual inspection, marks were noted that it was present. This rendered the clamp arm nonfunctional. In addition corrosion was found at the hand activation min dome. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the missing lever link pin issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.